Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the surgeon was able to press the green button but was unable to squeeze the handle, hence the device did not fire. The nurse opened a new reload to complete the procedure there was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reloads had a full staple complement. The buttress was torn from the distal end on the anvil side on both reloads. Functionally, the reloads were loaded into a pmv instrument and applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of loose reinforcement that has no relationship to the reported condition. Replication of the observed condition can be caused by excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.